Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, on the first firing after the jaws of the device was clamped on the tissue and the green button was pressed, the surgeon that to fire the device but it failed and the device did not fire. The product status became pre-fired. The procedure was completed with manual handle without any issue. There was no patient injury.